Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the mcs tip cover accessory was returned with a hole burned through the silicone. The silicone exhibits localized melting around the hole, indicative that arcing occurred. The hole is oblong, approximately .020" x .010", and is located .280" above the silicone to sleeve interface. The tip cover also has a mechanical tear in the silicone, located 45 degrees radially from the hole. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments, or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci hysterectomy procedure, the patient sustained a 1-2 mm superficial burn to the bowel due to a hole in the mcs tip cover accessory. As a precaution, the affected area was over-sewn with a 3-0 silk. The planned surgical procedure was completed. On (B)(6) 2009, (B)(6), the site's materials coordinator, reported that there were no patient complications and the patient was discharged from the hospital after 3 days. In addition, the patient has not returned to the hospital due to any post operative complications.